Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged fiber could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the connector end is intact without visual signs of defect on the connector. The length of the laser fiber does not have any visual defects along the fiber shaft. The distal tip is not present and was likely broken off during the shipping of the deice as no physical fiber damage was noted at the customer site. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an error code on the laser was displayed mentioning the foot pedal. It was initially thought the foot pedal was the issue. Once the fiber was exchanged, the foot pedal worked fine. It was discovered the 200 micron tfl ball tip single use fiber did not work right out of the box. The issue was found during a laser lithotripsy procedure. The procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a fiber tip break. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.